Event description:
It was reported when using the bd pyxis medstation es system medication was not detected on the station, due to that they could not pull up the medications (dozen, vanko and antibiotic). The customer stated that report was not communicating and there was no error message shown. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the reported malfunction could not be replicated. A technical support specialist closed the case as there was no response from the customer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be replicated. A technical support specialist verified that the device was communicating with no error. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system medication was not detected on the station, due to that they could not pull up the medication. The customer stated that report was not communicating and there was no error message shown. There was no report of impact to the patient or user during this event.